Manufacturer narrative:
The tech found loose pins on the communication cable. The tech installed a cable saver and repaired the pins to repair the bed.

Event description:
Info received indicates the nurse call is not working.